Event description:
It was reported that during routine follow up, noise was noted on the right ventricular lead. There was suspected interference with an appliance in the patients home. No intervention was reported. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on 4/15/2015 states that the lead continued to exhibited noise at follow up on (B)(6) 2015. The device was reprogrammed.